Event description:
Caller alleged inaccuracy with inratio. Results as follows: date: 02/2007, inratio: >7.5, lab: 2.5; date: the same day, inratio: >7.5, lab: 3.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 02/2007, inratio: >7.5, lab: 2.5, mean: 5.0, confidence limits: 2.8-7.2; date: on the same day, inratio: >7.5, lab: 3.5, mean: 5.5, confidence limits: unable to be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For both sets of readings, the inratio gave a result that is greater than 7.5, where the lab gave results that are within the therapeutic range. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. Test strips lot number was not provided; therefore, an investigation cannot be performed.